Manufacturer narrative:
(B)(4). Burns occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient had a tonsillectomy on (B)(6) 1998, and that during the procedure the patient incurred burns to her mouth, tongue and throat. The patient incurred pain and illness and was readmitted and treated at the hospital again. No additional information was provided.